Event description:
Boston scientific received information that during a follow up visit, this atrial lead was not capturing at maximum output pacing settings. The patient with this lead is five percent atrial paced. Impedance and sensing remained stable. A chest xray was performed revealing this lead was likely dislodged, but remained in the atrium and used for sensing as the device is programmed to vdd. No procedure is intended at this time.

Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.